Event description:
It was reported that during a thoracotomy long resection procedure, malformed staples. Another like device was used to complete the procedure. There was blood loss of 100cc. No transfusion was needed. There was no pt consequence.